Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing the staples at the distal end were malformed. The surgeon stated that it seemed like the knife returned prematurely and the cutline was not complete with a blue cartridge. The device was reloaded with a blue cartridge and the device fired fine. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.